Event description:
Pt was revised to address pain.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pt pain. The initial reporting indicated the products were not suspected of failing to meet specifications. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.